Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 had failed and did not open. A field service engineer identified that the rails on drawer 5.1 were damaged, preventing it from releasing properly. The field service engineer replaced the half-height drawer to resolve the issue. Due to access restrictions, the field service engineer was unable to log into the hardware test application (hta) using bd credentials, as the site had disabled them. Attempts to log in using credentials provided by the biomed team resulted in authentication errors. A support ticket was opened with biomed to verify the correct username and password. Despite the hta access issue, the engineer inventoried multiple pockets on the drawer and confirmed that there were no further issues with drawer operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.